Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 088 alarms. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 03/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: during investigation, the black box and the alarm history showed several cs 088 slave watchdog alarms. There were no cs 088 alarms, errors or warnings occurring during the investigation. The product performed within specification. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked. The battery cap was undamaged and able to fit securely. The pump¿s cover was removed and there was no intermittent condition found. The audio bolus button cover was torn but still completely responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.